Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a low reading issue was reported with the adc device. A customer received unspecified lower sensor scan results and it is unknown whether the a trend arrow was noted on the device. Furthermore, a glucose monitor reading of 54 was reported. It was indicated that the customer self-treated with a fruit cup. There was no third-party treatment reported for the issue. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. Based on the information provided, there was no report of serious injury associated with this event.